Event description:
It was reported that the autopulse displayed a "system error-revert to manual CPR" message. Additional information was received indicating that this issue was observed during incoming inspection. The system error was not able to be cleared. There was no pt involvement. No additional details were provided.

Manufacturer narrative:
The autopulse device (B)(4) was returned to zoll circulation for analysis. Visual inspection showed that the head restraint was damaged. The archive data exhibited user advisory 139 (unable to hold compression position). The motor cover and head restraint were replaced. Functional testing was performed and board passed final test.